Manufacturer narrative:
The complaint related needle was not returned for investigation. The lot number for this needle could not be confirmed and remains unknown; therefore a review of the lot history records could not be performed. The complaint could not be confirmed. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that during a renal cryoablation procedure, five icerod cx needles were used and three problems were observed. Two needles generated a strong muscle spasm during the freezing cycle. The needles were replaced. Another icerod needle had frost on the shaft. The case was completed with no patient injury. The needle associated with the frost on the shaft was not returned as it was broken after use by the nurse at the facility. This MDR is associated with the reported frost on the needle shaft.